Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that premature partial stent deployment occurred. A 6x40x120 epic stent was selected for use. However, during preparation outside of the patient, the physician noticed that the stent had partially deployed despite the yellow safety lock catch. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was satisfactory.